Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "an initial f/u pt complained of pain, subsequent xrays revealed a femoral fracture. During revision surgery, all original implants were removed. It is unk whether femoral fracture occurred intraoperatively during primary surgery or sometimes post-operatively."